Event description:
It was reported by the clinician that, "mixing a really low dose of digoxin and receiving a guardrails alert about a ¿potential overdose¿". She stated this message was confusing and she did not know what it meant. ¿what if that was on night shift¿ (less support, etc.). Medication safety nurse stated she would help communicate meaning of the ¿potential under/over dose screens¿. Cpc also stated she would send additional information about these alerts. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that, "mixing a really low dose of digoxin and receiving a guardrails alert about a ¿potential overdose¿". She stated this message was confusing and she did not know what it meant. ¿what if that was on night shift¿ (less support, etc.). Medication safety nurse stated she would help communicate meaning of the ¿potential under/over dose screens¿. Cpc also stated she would send additional information about these alerts. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes.